Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.